Event description:
The user received the walker on (B)(6) 2009. The user visited the walker service center in vastra innerstaden on (B)(6) 2009 for replacement of wheels. While the user was using the walker on (B)(6) 2009, the front left wheel fell off. The user did not fall when the wheel came off. No injury was reported.

Manufacturer narrative:
The circlip that prevents the wheel from coming off was over-extended. The circlip of the right front wheel was also over-extended, but had not come off. The wheel axles of the walker were according to specification. Etac ref. No. (B)(4).